Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ peripheral neuropathy. Patient stated that when she had her device implanted, she had to learn to walk again and had a lot of trouble with the whole thing. Patient stated they were crippled and in the hospital for a week. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had intense muscle spasms that were agonizing. The patient was admitted and kept in the hospital. On release, the patient relied on full time nursing care for support for nearly a month. Eventually, the spasms subsided. The patient was unable to walk without support and therapy for at least a month. No further complications were reported.